Event description:
The reporter stated, the surgeon inserted an eyeonics lens and the trailing haptic tore. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were required to close the incision. The reporter stated, it was the surgeon's opinion that the likely cause of the iol damage was due to the msi-pf injector and the foam tip plunger/overrode iol. The patient's current prognosis is good.

Manufacturer narrative:
Results - a cartridge lot number search was performed and one similar complaint was found. Conclusions- based on the complaint history and the lot number searches, a specific root cause of the event could not be determined.